Event description:
Device report from depuy synthes reports an event in norway as follows: it was reported that during a procedure on (B)(6) 2023, two (2) x25 inserter were not self retaining anymore and therefor the inner set screw were falling in the operating area. Procedure was completed successfully with similar product. There was 10-15 minutes of surgical delay. No further information provided. This report is for one (1) single innie inserter this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: device returned. H4: manufacture date added. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a misalignment between the inserter tip and the shaft due to a broken laser weld, preventing the spring to move freely in the slot area of the tip and relief the grooves on the shaft. In addition, the hex lobes on the distal tip were worn. Based on the damage of the device, it is reasonable that the observed condition prevents the single innie inserter from assembling its mating device as intended, therefore the reported allegation can be confirmed. A dimensional inspection for the single innie inserter was unable to be performed due to post manufacturing damage. The observed worn condition of the tip was consistent as an end of life indicator for the device. Regarding the broken laser weld, the potential cause can be attributed to a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the single innie inserter would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for ingle innie inserter was conducted identifying that lot number gm3799401 was released in one batch. Supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 6 march 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.